Manufacturer narrative:
A product investigation was completed: the investigation of the complained screwdriver shows that the tip of instrument is broken off and badly twisted. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4028 per specification as required and the measured harness was within the specification. The broken surface is homogenous what indicates material conformity as well. Therefore a manufacturing issue can be excluded. Mechanical overloading during screw removal is most probably the root cause for the breakage and deformation. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient¿s birth year reported as 1940. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed on part # 314.041, lot #1648106: manufacturing location: (B)(4), manufacturing date: 23. February 2007: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screwdriver broke during surgery on (B)(6) 2017. There was no surgical delay and no patient harm. Procedure was completed successfully. No fragments were generated. This report is for one (1) screwdriver. This is report 1 of 1 for complaint (B)(4).